Event description:
Unit director (ud) reprts one incident of a blood leak with the CT-110g. Ud stated that 2.5 hours into a 3 hour treatment a blood leak occurred. Blood was returned to the patient with no blood loss reported. No patient injury or medical intervention was reported per customer. Ud noted that the unit had been reprocessed 19 times.